Event description:
It was initially reported that the device was nicked, additional clinical info determined that the issue was discovered during routine device inspection. It was reported that a surgeon had noticed some nicks on the devices and asked that their inventory be inspected. At that time, all the dermatome devices they had were gathered and looked over by the in house maintenance dept. There was no pt involvement/harm associated with the report and no surgical procedure was affected.

Manufacturer narrative:
The zimmer air dermatome ii, serial number (B)(4), was returned for eval. The customer did not return a hose, width plates, a screwdriver or an autoclave case for eval. The device was processed and no investigation is required for this complaint based on the eval which revealed bubbling/blistering of the surface coating to the head. Previous reports have addressed the bubbling/blistering and peeling of the surface coating observed with air dermatome ii units and related components. The device will not be returned to the customer.